Event description:
The customer reported that while the unit was in use on a pt during transport, the unit shut down. After "powering up" the unit, the unit generated an "electrical code #57" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.